Event description:
After a trochanteric fixation nail (tfn) procedure on (B)(6) 2013, the doctor noticed on x-ray that the screw had missed the connection with the nail. Reportedly, the doctor noticed that the connecting screw was very loose when he detached the nail from the insertion handle at the completion of the surgical procedure. He believed that this caused the insertion handle and aiming arm to rotate slightly and cause the screw to miss the nail posteriorly. During the procedure, the surgeon had to lift up on the insertion handle to better reduce the hip fracture. The original tfn screw was left in to maintain bone stability. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history record review for this lot has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(6). It was incorrectly indicated on the initial report. The lot number which was previously reported applies to a different part associated with the same incident. A review of the manufacturing records for said lot number verified this.